Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart mrx defibrillator, indicating that the device's external cable was defective. The rse evaluated the device remotely, and it was determined that the connector on the side of the multi-purpose plates was broken and does not attach properly. To resolve the issue, a replacement external paddle cable has been ordered. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available, the reported problem was determined to be a malfunction of the external paddles cable. Further root cause could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A replacement external paddle cable was ordered to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator exhibited a faulty multi-use plate connector. There was no reported patient involvement.